Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking powerglide catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 20 ga x 10 cm powerglide pro rt midline catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a needle. The returned product sample was evaluated and a hole in the catheter was observed near the molded joint. Microscopic examination of the catheter hole confirmed it was typical of contact with a needle, and the characteristics observed which supported this type of failure included: the size of the hole was within the outside diameter of commonly used needles. The fracture edges were sharply formed and had planar (flat) surfaces. Blood residue was seen on the sample which showed that the product had undergone at least some use. The damage also contained the overall shape of a chevron 'v'. This shape is common to many needle bevels, and this shape is often transferred onto the catheter when punctured by a needle. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The product IFU states ¿do not allow accidental device contact with sharp instruments. Mechanical damage may occur.¿ a lot history review (lhr) of redn3870 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that bd clinical nurse specialist witnessed successful placement of powerglide pro in the basilic with no difficulty and stat lock was placed properly. Dwell time was one hour before a leak was noted from the hub. No patient harm reported. Infusion of potassium.